Event description:
It was reported that the port was implanted in 2000. In 2005, the doctor removed the port. He would like to have the septum analyzed because he feels it is damaged. No patient complications reported.